Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), a non-penumbra catheter and a neuron max 6f 088 long sheath (neuron max). During the procedure, the physician advanced the catheter and velocity through the neuron max up to the face of the thrombus, then removed the velocity. Upon removal, the physician noticed that the distal end of the velocity broke in the patient. It was reported that the thrombus and the broken distal end of the velocity were not aspirated out. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on (B)(6) 2020: 1. Section a. Box 2. Date of birth/age at time of event/age unit 2. Section a. Box 3. Sex 3. Section b. Box 1. Adverse event and/or product problem 4. Section b. Box 2. Outcomes attributed to adverse event 5. Section b. Box 5. Describe event or problem 6. Section h. Box 1. Type of reportable event 7. Section h. Box 6. Patient code 2 results: the velocity was fractured approximately 45.0 cm from the hub. The device was kinked approximately 105.5 cm from the hub. All other components on the velocity were intact. Conclusions: evaluation of the returned velocity revealed a fracture on the proximal shaft. This damage typically occurs due to forceful retraction against resistance. The root cause of the resistance could not be determined. Further evaluation revealed an additional kink. This damage was likely incidental to the reported complaint. No other devices were returned for evaluation. The distal tip of the velocity was intact and did not indicate a fractured piece was not returned. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a velocity delivery microcatheter (velocity). During the procedure, the distal end of the velocity broke in the patient. Therefore, the physician used a non-penumbra catheter to aspirate the distal end of the velocity. It is unknown how the procedure was completed. There was no report of an adverse effect to the patient.